Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Following routine impaction of size 4-6 tibial keel punch, the punch came apart into 2 pieces when removing using the cantilever mechanism.

Manufacturer narrative:
An event regarding a fractured triathlon keel punch was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirms the fracture. No material or manufacturing defects were identified. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been similar previous reported events for this lot ID. Conclusions: the investigation concluded that the fracture of the keel punch lever occurred in fast fracture overload. The fracture was consistent with the application of repeated off-axis impact loads. Evidence of impact was observed on the top of the lever in line with the fracture directions. No material or manufacturing defects were identified.

Event description:
Following routine impaction of size 4-6 tibial keel punch, the punch came apart into 2 pieces when removing using the cantilever mechanism.